Event description:
The customer reported that on the image of a x-ray, it looks like a piece of wire showing on the screen. Also half of the image is round (normal), but the other half is hexagonal. A patient was involved, but not injured.

Manufacturer narrative:
The ge service rep could not find any loose wires inside the unit. He moved the c-arm in all directions while shooting the fluoro and did not see any wire or artifacts on the image. He performed the beam alignment to solve issue with hexagon image. Unit returned to service.